Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product(s) : 5076-45 lead, implanted: (B)(6) 2003. (B)(4).

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was returned to the manufacturer with no information. The device subsequently tested out of specification during manufacturer's analysis. Follow up yielded that the crt-d was explanted at end of life (eol) and downgraded to a dual chamber implantable cardioverter defibrillator (ICD) because the patient's left ventricular (lv) lead was capped due to high thresholds and diaphragmatic and phrenic nerve stimulation. No patient complications have been reported as a result of this event.